Manufacturer narrative:
This supplemental is to correct data and data omission that were contained in the initial MDR. It was allege that at incoming inspection the barcode label along with lot number and exp. Date was missing. The sample was returned for evaluation and it was confirmed that the label was missing the bar code, lot number and expiration date for lot # wbyjnd48 non woven web japan. The investigation discovered that the pre-printed roll stock intermittently did not meet the specification of 0.125¿ between labels resulting in the missing label data. Action with supplier of the pre-printed roll stock was taken.

Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol's MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures.

Event description:
Allege that at incoming inspection the barcode label along with lot number and exp. Date was missing. Sample to be returned for evaluation.